Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving dilaudid 5.5mg/ml dose not reported via an implantable pump. The patient¿s medical history included clbp (chronic low back pain). On (B)(6) 2020 it was reported that the patient¿s pump was empty. The patient¿s dose numbers were transcribed inaccurately during the pump implant and if the pump alarmed the patient did not hear it. The patient did not report any signs of lethargy with inaccurate dose nor symptoms of withdrawal after alarms. The environmental, external or patient factors that may have led or contributed to the issue was the patient was elderly and did not hear the alarm. The diagnostics and troubleshooting performed was the pump was interrogated. It was not aspirated. The medication was ordered, and the patient had an appointment on thursday (B)(6) 2020 at 2pm and the reporter would attend the refill appointment. The issue was not resolved at the time of the report and it was noted that the healthcare provider would not have any further information regarding the event. The patient status was noted as alive, no injury and no further complications were reported or anticipated regarding the event.